Event description:
During a shoulder stabilization utilizing a bioraptor, knotless suture anchor, it was reported that after inserting the anchor successfully, turning the blue tab until it clicked, turning back 1/4 of a turn, the inserter became very hard to disengage from the anchor. The surgeon had to use a small toffee hammer to tap the wings on the orange plastic to remove the inserter. The orange handle completely detached from the metal inserter. This meant additional instrumentation had to be used to clamp onto the inserter and pull it out of the anchor. The handle was only tapped gently, and did not take much encouragement to come apart. The inserter piece that broke off inside the patient was disengaged from the anchor using alternative instrumentation. There was a 5 minute delay in the case and no reported patient injuries or complications.

Manufacturer narrative:
One bioraptor, knotless suture anchor device was returned for evaluation of the reported complaint mode, ¿difficult to remove¿ upon investigation the root cause was determined to be undersized knurls. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. Although the insertion device was confirmed to have undersized knurls, without the full device complement, no root cause evaluation can be performed regarding ¿anchor difficult to remove¿ and we are unable to determine what may have caused the user to experience the reported incident. The complaint states that ¿the patient¿s bone quality was normal¿, however no specifics regarding site preparation were provided. It is possible that harder than expected bone was encountered. Per IFU 10600479 ¿predrilling using 3.0 mm drill bit is recommended for preparing hard bone. Predrilling using a 2.7 mm drill bit is recommended for preparing soft bone. However, bone quality and depth determine which drill bit size to use.¿ no further investigation is warranted at this time. (B)(4).